Event description:
Customer reported image intermittently changes, as if the system was in pulse mode. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and repaired a bent pin in the interconnect cable connector. System operates as intended.